Event description:
The account alleged that they found fluid ingress onto the scale board is causing an error code 2.

Manufacturer narrative:
After the account replaced the scale board, the scale was showing an error of 0. The account has not completed the repairs.